Event description:
It was reported that a visions catheter was used in a peripheral therapeutic procedure in a severely calcified mid sfa. During advancement, the distal tip got trapped in the calcified lesion and could not be removed. During removal, force was applied and the distal shaft got dislodged, but an en snare was used to remove from the patient. The procedure was completed with a new visions catheter. No patient injury reported. This adverse event and product problem is being submitted because the visions catheter shaft separated inside the patient, requiring additional intervention for removal.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a5: not available from facility. Block b6: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is japan. Blocks h3 & h6: the visions catheter was not returned for evaluation; thus, no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h3: the visions catheter was returned in two pieces. The distal section includes the distal tip, scanner body, distal shaft portion; measuring approx. 21.1 cm in length. The proximal section includes a portion of the distal shaft, proximal shaft, exit port, luer, and catheter connector; measuring approx. 132.1 cm to the end of the working length. Visual inspection found a stretched distal shaft. At the location of the separation, the microcables and core wire were exposed, resulting in sharp edges observed. The total overall length of the usable catheter should be 147.5 - 152.5 cm, which is approx. 0.7 cm longer due to the stretched distal shaft. Block h6: the probable cause of the separation was likely damaged during use/handling. Strain, impact, and forces associated with use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.